Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "the samples in the tube are not separating properly."

Manufacturer narrative:
H.6 investigation summary: material #: 362753. Lot/batch #: 2139347, 2054823. Bd had not received samples, but 11 photos were provided for investigation. The photos were reviewed poor barrier separation was observed. Additionally, retention samples from bd inventory were visually inspected with no issues identified. A complaint history was performed and 2 complaints (including the current complaint) have been received for lot 2139347, while only the current complaint was found for lot 2054823. Complaint states use on non-human primate samples.  Cpt tubes are not indicated for animal use and all data performed by bd is on human samples only. We do not have the capability at this time for veterinary investigations. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for poor barrier separation as the tube is being used on non-human subjects. Bd does not have any data to support non-human subjects. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "the samples in the tube are not separating properly."